Event description:
It was reported that the device was used during an unk procedure. The slot from the trocar doesn't match the tabs on the cap, so the unit cannot be sealed, therefore will not function. The device was never used. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Seal assembly. Evaluation summary- the analysis results of the d11lt found that the instrument was returned without the universal seal assembly. It could not be determined what may cause the event reported. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.